Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information to reset the pump; however, the caller did not have the necessary charging supplies available at the time and planned to call back the following day to complete the reset. Upon follow-up cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.